Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be advanced. It was noted that the mapping catheter was stuck in the balloon catheter and was also frayed. Both catheters were replaced to resolve the compatibility issue and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214905280, was returned and analyzed. Visual inspection of the mapping catheter showed the mapping catheter was stuck inside the balloon catheter and retraction/ insertion was not possible. The mapping catheter was kinked. The loop was detached, kinked and pebax was ribbed but all electrodes were attached on the loop¿s pebax and not entrapped in patient's body. No ECG signal wires were broken inside the shaft and pins were in a good condition, the mapping catheter could connect to the connector easily without issue. In conclusion, the reported issue was confirmed through testing and the mapping catheter failed the returned product inspection. If information is provided in the future, a supplemental report will be issued.